Event description:
When the pt unscrew the cap of the sensor, she noticed that the needle was already broken before she was able to us it.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial supplemental, additional information is being added. It was reported that a broken sensor wire occurred. The sensor was inserted on (B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.